Event description:
During initial implant, the right ventricular (rv) lead was unable to be fixated. A new rv lead was implanted successfully. The patient was stable.

Manufacturer narrative:
The lead was retuned for unable to implant. As received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination found the helix to be stretched/bent consistent with procedural damage and clogged with blood. The helix/extension length could not be tested due to damaged helix as received.